Manufacturer narrative:
This report is submitted on december 18, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. The implant remains in-situ.

Event description:
It has now been reported that the patient was treated with oral antibiotics.

Manufacturer narrative:
It has now been reported that the patient was treated with oral antibiotics. This report is submitted on may 7, 2020.